Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed visual examination confirms that the instrument is fractured at its base, and is now in two pieces DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required the device is believed to have been conforming to print when leaving zimmer biomet control, as this was not the first use of the driver. The root cause of the damage could not be determined as the circumstances of use (e.g., amount of torque applied, etc.) Are not known. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a distal fibula plating procedure, the drill tip fractured off inside the patient but was able to be removed.